Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient was experienced high blood glucose levels on (B)(6) 2026 due to kinked cannula. The patient was treated with pump. The infusion set was in use for three to four hours.